Event description:
Related manufacturer reference number: 2017865-2023-43004. It was reported that the patient presented in clinic for follow up. Upon review it was noted that the right ventricular lead and left ventricular lead exhibited high capture threshold. The patient was scheduled for a lead revision. The leads were capped and replaced on (B)(6) 2023. The patient was in stable condition post-procedure.